Event description:
Per: kho fc, et al., orthopedics. 2012 nov 1;35(11):e1581-5. "Ceramic-on-ceramic total hip arthroplasty: incidence and risk factors of bearing surface-related noises in 125 patients." Clinical study of perfecta stem and cups with biolox forte ceramic-on-ceramic bearings (no specific cup or stem sub-brand specified). Allegedly 1 revision for dislocation and excessive cup anteversion.

Manufacturer narrative:
Analysis shows no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01660, 01661, 01663. This event occurred in (B)(6).